Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 4 years and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient was admitted to the hospital for elevated lactate dehydrogenase (ldh). A ramp echocardiogram revealed that the pump was not unloading properly. The patient underwent a pump exchange on (B)(6). No additional information provided.